Manufacturer narrative:
The customer¿s report that the set was leaking was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.433 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the used pca set. The probable cause of the component breakage was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak during patient use. There was no report of patient harm.